Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of a 3.0 x 23 mm xience v stent in the proximal left anterior descending (lad) artery. Approximately 16 months post stenting procedure, the patient was re-hospitalized and restenosis was noted. Percutaneous coronary intervention was performed and the patient condition resolved on (B)(6) 2012. No additional information was provided.